Manufacturer narrative:
The tunneler bullet was returned to the manufacturer for evaluation and the reported event was confirmed. Visual inspection of the bullet did not reveal any marking or obvious damage to the external portion. When the bullet was connected to a test tunneler in our lab, we observed that it did not thread onto the tunneler, as was reported, and a greater amount of force was required to make the connection. A closer examination of the bullet revealed that the threads in the connector appeared to be stripped. A root cause for the damage to the threads could not be conclusively determined. A review of the device history record of the heartmate ii implant kit serial # (B)(4) revealed the device met all applicable specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The surgeon reported that during the implant of a heartmate ii left ventricular device (lvad), the bullet which connects to the end of the tunneler in order to guide the percutaneous lead through the exit site in the right upper quadrant did not thread onto the tunneler end as intended. The inside plastic of the bullet reportedly sheared off which caused a delay in the implant procedure of 5-10 minutes. The surgeon eventually forced the connector onto the end of the tunneler and was able to successfully pass the percutaneous lead through the exit site. The lvad implant proceeded without further issues.